Manufacturer narrative:
This reporting is for the second cannula used on a single patient over multiple days. The first cannula was reported under MDR submission 3008500478-2014-00010. The device was not retained by the hospital for evaluation into root cause. The hospital has stated the patient's death was not related to use of the use of the edwards cannula. A product evaluation could not be performed as the product was not retained. Manufacturing records could not be reviewed as the lot was not provided. It is important to note that this device was in use for 2 days. These cannulae as stated in the IFU are instructed to be used less than 6 hours. They are also indicated for femoral access only. The use of this device in the aorta and for 2 days is considered off label use. Edwards has seen an increased frequency of off label use with these cannulae. Edwards has taken the corrective action to update the IFU to include contraindications relating to placement outside of femoral access and prolonged use. Trends will continue to be monitored through the edwards quality system.

Event description:
As reported by our colleagues in europe: during use of femii008at was noted that a splice in use triggers and it bleeds, then the cannula must be changed. As per follow up, the surgeon confirmed that the cannula was used during heart surgery (B)(6) (on (B)(6) 2013), the team switched directly to ECMO. 8 days later, the cannula was changed due to a leak ((B)(4)) directly on the stage was. Two days later, the leak occurred again and the team needed to change the cannula, this cannula was an confirmed an edwards product the leak was directly on the stage was. The cannula was placed in the neo-aorta, with 2 tobacco pouch and then sutured at the skin. No product return or lot number was provided. Unfortunately the patient (baby (B)(6) old) died but as per clinical opinion was not related with the device. The patient had no damage from cannula change.